Event description:
A malfunction code was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappears, and they acknowledged understanding these instructions.